Event description:
Reporter recalls getting the er1 message occasionally about a year ago. Reporter's technique seemed fine. Reporter would compare confirmation dot with color chart after the er1 message occurred. Color was "blackish" and she had gotten "hi" readings occasionally before.